Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap chole. According to the reporter: the device torqued and scissored causing the duct to become nicked. The pt was opened to continue the case and perform a liver biopsy. There was a 150ml blood loss and 70 minute delay in operating room time.